Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The device has been returned for eval and the investigation is currently underway.

Event description:
It was reported that while advancing the stent delivery system to the target site, the stent partially deployed. Reportedly, after resistance was met during advancement of the catheter, it was identified that approximately 5mm of the stent had partially deployed. The physician believes that the delivery system may have gotten caught on vessel calcification and may have contributed to the problem. It was also reported that the lesion was not pre-dilated. The device was exchanged and another stent was successfully deployed. The procedure was completed without any pt injury.